Event description:
During procedure for biliary drain placement, the distal 3.5 cm glide wire coating sheared off guidewire and remained in the patient. The wire was able to be easily removed. No portions other than the thin glide coating monolayer were left within the parenchyma of the liver. The surgeon believes this will not be of any consequence to the patient. No patient harm.